Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician's tablet failed to program. The company representative replaced the serial cable and the issue was resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.